Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, and after attempting to power cycle the pump, the device would not turn back on until placed on the charger; the user then initiated pairing with a new sensor and planned to call back if further assistance was needed. Symptoms included none reported. Outcomes included user education and successful device power restoration with continued pairing attempts. Investigation included technical troubleshooting with user guidance. Investigation of this case revealed that the device powered on when connected to the charger and that pairing was being reattempted with a new sensor. It was concluded that the event involved pairing failure limited to the ilet with no clinical impact and that user-guided troubleshooting restored pump functionality.